Event description:
It was reported that a malfunction alarm occurred with code malf 12. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the customer in resetting the pump, after which the malfunction code did not recur. Customer was advised to continue using the pump and to call back if any future issues arise.